Event description:
Pt reported obtaining a blood glucose result of 150 mg/dl, while using the suspect device. Pt noted that, since the result was higher than normal, he delivered 30 units of 70/30 insulin (normal dose is 25 units). Pt reportedly lost consciousness, approximately 3 hours after taking medication. Pt stated that a relative phoned emergency medical services, on his behalf, and upon their arrival, pt's blood glucose measured in the high 20 mg/dl range (on paramedics' blood glucose monitor). Pt was reportedly given intraveneous fluids (contents not provided) and was transported to the hospital for additional treatment. Pt stated that, once hospitalized, he was given a steak dinner to elevate blood glucose. Prior to being released from the hospital, pt's blood glucose reportedly measured 73 mg/dl (on a hospital device). Pt's current condition: "pretty good." Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.